Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was seen in (B)(6) 2011 and presented with incontinence. The physician recommended the patient follow-up with a urologist and undergo a second sling procedure; however, the patient did neither. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.